Event description:
The hcp reported the patient had been experiencing uncontrollable pain and spasms, coudl not wall, and changes in personality. A rotor study and dye study were done and reported as negative. The pt is currently seeing a psychiatrist and continues to have pain problems.